Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump shut off unexpectedly. Customer confirmed pump display turned on when plugged into a power source. Subsequently, a minimum fill notification occurred after filling the cartridge with 100 units of insulin. Reportedly, the cartridge was changed to address the issue. Customer's blood glucose was 172 mg/dl. Customer declined to further troubleshoot with tandem technical support.